Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25 sep 2024: migration seen on the 3- and 4-year follow-up imaging is the same as on the 2-year imaging, not additional migration. When asked if there was a reason nothing could be done, noting that the aneurysm had been growing since the study procedure and the device had migrated by the 2-year visit ((B)(6) 2021), the site responded ¿on (B)(6) 2023 the physician decided to plan a multidisciplinary consultation, to discuss treatment options. It was decided to perform additional routine tevar, to treat the endoleak. However, before the treatment could be planned, the aneurysm ruptured and patient deceased.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable, as the event is considered to be a side-effect and not due to device malfunction. Summary of investigational findings: the 2-year follow-up imaging revealed device migration > 10 mm cranially and a type 1b (distal) endoleak. The 3-year and 4-year follow-up imaging showed the same issues. The site noted that the 4-year device issue required a secondary intervention, but no secondary intervention-information has been entered. An adverse event of aortic rupture was reported with onset date 1532 days post-procedure (right after 4-year imaging). The rupture was proximal to the study stent, no treatment was noted, and the site reported it was related to the study device ¿migration of device caused type 1b endoleak and eventually aortic rupture.¿ it was considered due to a device deficiency, with explanation ¿migration of device.¿ this aortic rupture led to the patient¿s death 1532 days post-procedure. Cause of death is noted as aorta aneurysm rupture, related to primary disease progression and product complication. No autopsy was performed. Based on the information provided, the aneurysm progressed in size over time from 64mm pre-procedure to 74mm at 1-year follow up without a reported cause for this. At the 2-year follow-up the device had migrated, and the aorta had dilated to 82mm. The migration is considered the result of disease progression and aortic dilation which meant that the device could no longer conform to the vessel walls. The aorta continued to dilate to 85 mm after 3 years, and 140 mm after four years. An additional routine tevar (thoracic endovascular aortic repair) was then planned to treat the endoleak but unfortunately, the patient died before the treatment. This event is considered a side-effect which is an undesirable effect, experienced by the patient, related to the use of the device under normal condition. Side-effects are inherent to the procedure or patient medical condition and do not signify a deviation from device specifications or intended use. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before quality control (qc) release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: on (B)(6) 2019, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of a zta-d-36-190 device. No other devices were placed during the study procedure. Imaging at the completion of the procedure showed a type 1b (distal) endoleak (B)(4). No treatment/secondary intervention was noted. This endoleak was not noted on 1-month or 12-month follow-up imaging completed 48 days and 339 days after the procedure. The 2-year follow-up imaging, completed 645 days post-procedure, revealed device migration > 10 mm cranially and a type 1b (distal) endoleak. The 3-year and 4-year follow-up imaging, completed 1298 days and 1531 days post-procedure, showed the same issues. The site noted that the 4-year device issue required a secondary intervention, but no si information has been entered. An ae of aortic rupture was reported with onset date 1532 days post-procedure (right after 4-year imaging) . The rupture was proximal to the study stent, no treatment was noted, and the site reported it was related to the study device, ¿migration of device caused type 1b endoleak and eventually aortic rupture.¿ it was considered due to a device deficiency, with explanation ¿migration of device.¿ this aortic rupture led to the patient¿s death 1532 days post-procedure . Patient outcome: death. Cause of death is noted as aorta aneurysm rupture, related to primary disease progression and product complication. No autopsy was performed.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.